Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation resulting in red circular marks described as resembling burned skin had occurred while wearing the pod. The patient had experienced similar reactions with multiple pods; however, the exact onset of symptoms during wear was not specified. The patient sought medical attention during a routine visit on (B)(6) 2026 at hmc westeinde lijnbaan and was prescribed fluticasone to be applied prior to pod application to manage the allergic reaction. The pod was not being worn at the time of medical evaluation. No blood glucose levels were reported. A new pod was placed. No further information was provided.